Manufacturer narrative:
(B)(4). Insulin pump received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the dat test at 0.08715 inches. No motor error alarms noted. The motor was tested outside the device and passed. Insulin pump received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case. Unit received with stained end cap sticker and back address serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 277 mg/dl. The customer also had blood glucose is 300 and 374 mg/dl. The customer did not provide any symptoms such as a result of high blood glucose. Customer was admitted to intensive care unit. The customer was mentioned motor error. The drive support cap was normal. The customer was treated by visiting to emergency room. Troubleshooting was done for high blood glucose and motor error alarm. Customer was able to complete insulin pump rewind. The insulin pump will be returned for analysis.